Event description:
A case of pericardial effusion was reported during a procedure where the versacross rf wire and versacross transseptal sheath were used. The physicians had difficulty visualizing the versacross devices on intracardiac echocardiography (ice). Following confirmation of position on fluoroscopy, the physician applied rf energy for puncture. The sheath and dilator were advanced over the rf wire, but blood could not be drawn so the assembly was pulled back into the right atrium. The transseptal procedure was subsequently attempted using a brk needle. Following some initial difficulty crossing using the brk needle, transseptal puncture was achieved. The physician proceeded with the procedure and an effusion was later observed on ice. Pericardiocentesis was performed. The patient recovered fully following the procedure. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross transseptal sheath with MDR number 9710452-2021-00056.

Manufacturer narrative:
There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device malfunction.

Manufacturer narrative:
There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device malfunction.

Event description:
A case of pericardial effusion was reported during a procedure where the versacross rf wire and versacross transseptal sheath were used. The physicians had difficulty visualizing the versacross devices on intracardiac echocardiography (ice). Following confirmation of position on fluoroscopy, the physician applied rf energy for puncture. The sheath and dilator were advanced over the rf wire, but blood could not be drawn so the assembly was pulled back into the right atrium. The transseptal procedure was subsequently attempted using a brk needle. Following some initial difficulty crossing using the brk needle, transseptal puncture was achieved. The physician proceeded with the procedure and an effusion was later observed on ice. Pericardiocentesis was performed. The patient recovered fully following the procedure. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross transseptal sheath with MDR number 9710452-2021-00056.